Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl with trace ketones. The customer took a manual injection via an insulin pen. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to discuss elevated bg with their healthcare provider.